Manufacturer narrative:
This follow-up report is being sent based on new information received (B)(6) 2019 where this case is now considered to be a serious injury. A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device did not discharge during a cardiac surgery procedure. The clinician needed to use another device to treat the patient. The clinician was able to stabilize the patient. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.

Event description:
The customer reported that the device did not discharge during a cardiac surgery procedure. The clinician needed to use another device to treat the patient. The clinician was able to stabilize the patient. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.

Event description:
The customer reported that the device did not discharge during the procedure. Additional details have been requested. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.